Manufacturer narrative:
On (B)(6) 2020 during preventive maintenance, the returned autopulse platform (serial #(B)(4)) failed during the initial functional testing, it displayed user advisory - ua17 error message. The root cause of ua17 was due to a seized drive train motor in which is likely attributed to normal wear and tear since the autopulse platform is 9 years old, manufactured in january 2011 and well past beyond its expected serviceable life of 5 years. The drive train motor was replaced to remedy the error message issue. In addition to ua17 error message issue, the returned autopulse platform's lcd screen was also blinking. The root cause of the lcd issue was due to defective lcd in which is likely attributed to normal wear and tear. The lcd was replaced to remedy the lcd issue. No physical damage was observed on the returned autopulse platform during visual inspection. After parts replacements, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2020, during preventive maintenance, the returned autopulse platform (serial #(B)(4)) failed the initial functional test, it displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) error message.